Event description:
The spouse of (B)(6) male pt called zoll customer support to report that the response buttons on the pt's monitor were not working. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation the rear response button was not functioning. The cause for the non-functional response button was a detached response button cable. The root cause for the detached cable could not be positively identified, but the cable likely disconnected as a result of the monitor impacting a hard surface. No adverse event resulted from the defective response button. The pt received a replacement monitor.